Manufacturer narrative:
(B)(4). Title randomized clinical trial of hepatic resection versus radiofrequency ablation for early-stage hepatocellular carcinoma. Source br j surg, volume 104, 2017(1775-1784) article number: 13 date of online publication: 1 nov 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study performed july 2002 to june 2007, in a randomized trial aimed to test the hypothesis that radiofrequency ablation (rfa) is superior to hepatic resection in terms of lower tumour recurrence rate and better long-term survival. Patients with early-stage hepatocellular carcinoma hcc (solitary tumour no larger than 5 cm; or no more than 3 tumours, each 3 cm or smaller) were randomized into hepatic resection and rfa groups. Rfa was performed using an internally cooled electrode. Out of 109 patients in the rfa group, 1 had a renal impairment, 1 had biliary fistula, 2 had cardiac complications and 1 was with diaphragmatic hernia. Also, 5 were noted to have unspecified severe complications and 1 was readmitted.